Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual inspection of the sample, the device was found to be ruptured. A crease was also identified within the edges of the tear. The evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Additionally, mentor also received an update on the device information of the patient's replacement implants. The patient underwent bilateral explantation on (B)(6) 2019 and replaced with a 325cc mentor memorygel breast implant on the left side (catalog number smpx325, serial number (B)(4) and a 350cc mentor memorygel breast implant on the right side (catalog number smpx350, serial number (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1/21/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the previous report. The patient's replacement device was a 325cc mentor memorygel breast implant. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side capsular contracture; baker grade unknown and rupture. Concomitant medical products: left side; 300cc mentor memorygel breast implant; catalog number: 3507300bc ; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent unspecified breast augmentation with a 300cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade unknown and rupture postoperatively. As a result, the device will be explanted on (B)(6) 2019.